Manufacturer narrative:
A possible scenario and root cause of this complication may be related to device being mal-positioned deep in the fundal myometrium but without a full thickness perforation at the time of the uit (as evidenced by lack of mechanical perforation of the uterus confirmed at the time of laparotomy), which in turn allowed it to pass. However, the remainder of the myometrium was likely ablated with the resultant unintended transmural thermal effect to the small bowel. The device used in this case was not returned. A device history record review of the handpiece was not performed because the lot number of the handpiece was unknown. All handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 6.1 of the minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The relationship between the device and the reported adverse event could not be established.

Event description:
Dr. Reported that a minerva procedure was conducted in an approximately (B)(6) years old patient suffering from aub (e). Pre-operative hysteroscopy was not performed. The patient sounded to 8-cm, cervix was measured to 3-cm and the cavity was calculated to be at 5-cm. Minerva device was inserted and deployed. Uit was initiated and passed on the first attempt, which was followed by a 2-min ablation cycle. Upon completion, the device was unlocked and removed. Post-ablation hysteroscopy was not performed. Patient was discharged. Approximately 10 hours after discharge the patient returned with symptoms of acute abdomen and was diagnosed with thermal injury to the small bowel. No physical perforation of the uterus was present, but the uterine serosa was remarkable as it had evidence of thermal blanching. Small bowel resection and end-to-end anastomosis was performed. Patient recovered and was discharged.